Event description:
It was reported that a clicking sound was heard during deployment of the superion indirect decompression spacer during an implant procedure. When trying to un-deploy in order to examine the device, a small metal piece believed to be the spindle cap came out while the spacer stayed in place. The physician was able to remove all pieces of the device, and a new spacer was used to complete the procedure. The patient did well postoperatively.

Manufacturer narrative:
Visual analysis of the returned device revealed the spindle cap was completely sheared off from the implant body, and damage and scratches on the body of the implant. The damage to the implant was likely due to deployment against resistance such as bone and/or manipulation of the position of the device by gear shifting the inserter.

Event description:
It was reported that a clicking sound was heard during deployment of the superion indirect decompression spacer during an implant procedure. When trying to un-deploy in order to examine the device, a small metal piece believed to be the spindle cap came out while the spacer stayed in place. The physician was able to remove all pieces of the device, and a new spacer was used to complete the procedure. The patient did well postoperatively.